Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with no button response due to moisture damage found on the j1/pcb1 connector. Unable to download or perform the displacement test and self test due to no button response. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked case (corner of belt clip rails), cracked battery tube threads and scratched case. In summary, customer alleged keypad/button unresponsive/button error confirmed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a keypad anomaly and the the arrow up was not responding. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.